Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized and dispatch to emergency room due to high blood glucose level and diabetic ketoacidosis on unknown date. Customer's blood glucose value was 21.4 mmol/l at the time of the incident. Another blood glucose level was 16.9 mmol/l. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting, difficulty in breathing and abdominal pain. The customer was treated with manual insulin and intravenous insulin. It was unknown auto mode feature was active or not at time of high blood glucose event. The device will not be returned for analysis.